Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty shield on the ECG board. The device was repaired, recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.